Event description:
The customer reported that insulin leaked from the insulin pump for a few days. The blood glucose reading was 106mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.